Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a patient was having fevers of unknown etiology. Patient had spine surgery 3 weeks prior to explant. Spine surgeons wanted to rule out the pump as being part of the cause to the patient¿s troubles and therefore asked physician to explant the pump. It was noted that the patient continued to have issues for which they were being treated for, despite the explant. The physician wanted a full work up of the pump for ¿over infusion possibilities and for any deposits within the catheter.¿ additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient¿s fevers were previously of an unknown etiology. The spine surgeons were suspicious that they were related to the pump. However, the pump was explanted with no visible signs of infection and the patient continued to have symptoms following the explant. The surgeons then explored the patient¿s spinal hardware, which was found to be infected. At the time of this report, the patient continued to be in poor health, remained in a nursing home and no longer had an implanted pump.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8835, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).